Manufacturer narrative:
A follow up was performed with the biomedical engineer, and the responder reported that the device was not in clinical use when the issue occurred. No patient or user harm reported. It was reported by the bme, that the touchscreen was replaced. No further details were provided.

Event description:
Philips received a complaint from the biomedical engineer (bme), reporting that the v60 ventilator had a touchscreen that was not functioning. It was unknown how the issue was found. No patient or user harm reported. The bme reported that device was evaluated, and the issue (touchscreen not functioning) was verified. The bme removed the battery, and electrical connection was detached; the device was then reset. The device was then placed in to the service mode, and a calibration was intiated; the calibration was reported to have failed. The bme ordered a replacement touchscreen it was reported by the bme, that the touchscreen was replaced. No further details were provided. The investigation is ongoing.